Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(4). Study: (B)(4). Clinical notification received that patient was experiencing pain and stiffness prior to revision for loosening of the tibial component. Date of implantation: (B)(6) 2014. (Right knee). Treatment: medical intervention/modification (unspecified) surgical revision of study knee, on (B)(6) 2020, with femur, tibial tray, patella and tibial insert all revised.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the DHR review revealed: 1) quantity manufactured: (B)(4). 2) date of manufacture: 25-jun-2013. 3) any anomalies or deviations identified in DHR: n/a. 4) expiry date: 31-may-2018. 5) IFU reference: IFU-0902-00-828. H6 component code: appropriate term/code not available (a27) used to capture incident.